Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-02912. It was reported the patient lost effective coverage due to the l4 and l5 leads had migrated. Patient reported she multiple falls. The patient underwent surgical intervention where the leads were explanted and replaced. Effective therapy restored.